Event description:
The patient was revised due to pain. The tibial tray was loose. During the surgery, the instrument was etched incorrectly causing a 30 minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.